Event description:
It was reported that subsequent to implantation of a protegen sling, the pt "was suffering from infection and erosion of the vesica sling. In 1998 a dr performed a second surgery on the pt "in an attempt to repair any injury or damage." The pt continued to experience abdominal pain after the 1998 surgery which led to the removal of the sling by a dr. There is no further info available on this case and the device was not returned for eval.